Event description:
This lead became dislodged post implant and was removed.

Manufacturer narrative:
The analysis did not reveal any sign of a material or manufacturing problem. Particularly with regard to the dislodgement mentioned in the complaint, the analysis did not reveal any deviations from the specifications.